Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call button error alarm and low blood glucose levels. Customer's blood glucose level was 33 mg/dl. Customer is a brittle diabetic, did a lot of physical activity and it resulted in low blood glucose levels. Troubleshooting for the button error alarm was performed. Customer believed they held down the buttons accidentally which resulted in them to be passed out. Customer stated the button error alarm did not occur right after the pump was exposed to moisture. Customer stated that a button was pressed for 3 minutes or longer. Customer was advised to monitor the insulin pump and call back if issues persist.